Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reports: "I¿m currently undergoing tests for lymphoma as I have very enlarged lymph nodes. I have been poorly for the 5-6 years with numerous life changing symptoms and I¿ve seen so many different specialist. I have also been diagnosed with cfs since having my implants in." This record relates to the left side. The device remains implanted.

Event description:
Patient reported "lymph nodes got really big under armpits and neck" and "there was fluid in the left one". Since implant has been removed, "lymph nodes are going down". Physician indicated "histology of part of the capsule on the left showed no evidence of malignancy... Not aware of any investigations for alcl". "Eczematous rash on upper breast" and ¿have also been diagnosed with cfs since having my implants in¿ was reported but is not considered device related. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of seroma-late is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.